Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had the device removed today. The patient said that they had it turned off for 3 years because they started having health problems once the device was put in. The patient stated that they had to go to doctors and were in and out of the hospital. Their kidneys failed, and the patient felt like that was what was causing it, so they turned the device off. When asked, the patient said they hadn't been back to the doctor since, and they just found out about their kidneys. An email was sent to patient registration regarding the explant.